Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow with the device that was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were recommended. Further information noted that the programming changes were made and the patient will return for follow-up in (B)(6) 2017.

Event description:
New information notes that the patient's device had exhibited further episodes of oversensing during a capture testing. Programming changes were made and the anomaly disappeared.

Event description:
New information notes that the patient's device had exhibited new episodes of oversensing. Programming changes were recommended. On (B)(6) 2017, the patient was brought to the clinic where programming changes were made and there was no further t-wave oversensing. No symptoms were reported.